Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.

Event description:
Patient reported that as he was taking a shower this evening his v-go fell off. Patient stated that when he picked up the v-go he noticed that the adhesive was not sticky as normal. Patient did mention that he has been taking walks twice a day and that the weather has been humid.patient is placing the v-go on the side of his abdomen and he is properly cleaning the site.